Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 600mg/dl. It was stated that the doctor advised her to change her basal rate, but the customer did not change them. Also, it was stated that the customer changes the infusion set every three to four days. Advised the customer to change the infusion set every two to three days. It was stated that the customer had a bent cannula, and she was fighting an infection that may have caused the high blood glucose. No further information was provided.